Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 13th february 2025, it was reported by an arthrex employee via email that an ar-3638, fibertak tip broke off and was lodged in patient's hip. This occurred during hip labrum repair procedure on (B)(6) 2024 by dr. (B)(6). The procedure was completed successfully.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is not confirmed, as the device(s) was not returned for investigation. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is an error due to potential excessive impaction forces. Directions for use (dfu) dfu-0054 bio-fastak, fastak, suturetak and fibertak suture anchors e. Warnings. 7. Avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process. G. Precautions. 6. Suturetak and fibertak suture anchors only: anchors loaded on flexible drivers: the drill guide tip must remain in contact with the bone surface during the drilling and implant impaction steps of the procedure. Failure to do so may result in difficulty seating the implant to its intended depth. Avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process. Directions for use (dfu) dfu-0404 sub-eo warning. To help avoid inserter breakage and potential patient injury: avoid excessive impaction as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process. Visually inspect the inserter for potential breakage after each implantation.